Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation

Event description:
The customer reported while using the vela ventilator; the device displays circuit disconnect and low minute ventilation alarms. The customer performed troubleshooting, but the issue went unresolved. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was confirmed through the events log but not duplicated during functional check. This issue will be internally investigated within vyaire.